Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their arm has been swollen and feels heavier since their cardiac resynchronization therapy pacemaker (crt-p) was implanted. The patient also noted that their device was almost under their armpit. The device is still in use. No further patient complications have been reported as a result of this event.